Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a visit with this clinic they reported that at least a couple of confidence kits had less than 5 minutes of working time. When they had those issues with the working they identify that the cement had a different packaging as usual and they were wonder if they were different cement, but they have same material number. One is manufactured by teknimed that comes with a plastic wrapping and the one they used to receive until now it is the one manufactured in (B)(4).